Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A device displayed nicks on the knife blade, damage to the staple guide, and the safety was observed to be broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade and staple guide damage may occur if the instrument is applied over an obstruction. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root causes of the observed damages were misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while being applied at the colo-rectal anastomosis, the stapler was difficult or unable to close although the anvil could be tilted after firing. There was also an unusual effort required to turn the twist knob in order to visualize the green bar. The staple line was also incomplete which required a conversion to an open colostomy procedure to fix. This lead to an extended surgical time for more than thirty minutes and an extended incision of more than one inch. They closed the distal colon with the device, closed the rectum manually with sutures and the surgeon made a colostomy to resolve the issue and complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.